Event description:
It was reported that post a stenting treatment procedure a stent fracture occurred. In (B)(6) of 2013, a 2.50x28mm promus element plus stent was placed in the mid circumflex to obtuse marginal. The patient later presented in (B)(6) of 2014, with chest pain and a new left main lesion. It was also noted that there was a fracture half way down the previously implanted 2.50x28mm promus element plus stent. A 2.5x12mm promus premier stent was deployed in the fractured segment of the promus element plus stent and a 3.5x12mm stent was deployed in the left main. The procedure was completed with no additional patient complications reported. The patient¿s current condition is fine.

Manufacturer narrative:
If implanted, give date: (B)(6) 2013. Device is combination product. (B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as voluntary medwatch: mw5035195. It was further reported that the 2.50x28mm promus element plus stent was implanted in (B)(6) 2013. The stent appeared to be fractured where the obtuse marginal was being pulled up by an occluded saphenous vein graft.